Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient. It was noted during procedure that the disk if the occluder needed and optimized position. The implanter pushed forwarded on the lobe of the occluder causing lobe movement. There were no recaptures performed. Post disk optimization and assessment of close criteria the occluder was fully released. On (B)(6) 2025, the patient was admitted at the emergency department. A pericardial effusion was discovered. The decision was made to perform a pericardiocentesis. The patient was in stable condition in the intensive care unit at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient. It was noted during procedure that the disk if the occluder needed and optimized position. The implanter pushed forwarded on the lobe of the occluder causing lobe movement. There were no recaptures performed. Post disk optimization and assessment of close criteria the occluder was fully released. On (B)(6) 2025, the patient was admitted at the emergency department. A pericardial effusion was discovered. The decision was made to perform a pericardiocentesis. The patient was in stable condition in the intensive care unit at the time of report. No additional information was provided. Subsequent to the previously filed report, additional information was provided that the patient was stable and discharged. The implanting physician was unsure whether the pericardial effusion was caused by the 22mm amplatzer amulet occluder or procedure. A trace pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at the inferior mid location. The delivery system used was 14f amplatzer torqvue 45x45 delivery sheath. The pericardial effusion was circumferential in location and distribution, though its largest dimension was not measured. The physician remained uncertain whether the effusion was caused by the occluder, but noted that the disk was pushed in rather than unsheathed, with the deployed lobe pushed deeper into the left atrial appendage. Cardiac tamponade was diagnosed. The patient was in sinus rhythm at the time of the procedure, and the left atrial pressure was recorded at 12 mmhg. An unknown guidewire wire was placed in the ostium of the left atrial appendage. The pericardial effusion was confirmed using transthoracic echocardiography (tte). The patient experienced clinical symptoms during the tamponade but was doing well afterward. The patient was on dual antiplatelet therapy (dapt) at the time the effusion was detected and had been on oral anticoagulation (oac) prior to the procedure. No additional information was provided.

Manufacturer narrative:
An event of circumferential pericardial effusion and cardiac tamponade next day of successful amulet implant was reported. Field indicated that the disk of occluder was pushed during procedure causing lobe deployed deeper in the appendage for optimized position. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Cine review was performed at abbott, tee imaging showed a small baseline transverse sinus present and a small pericardial effusion around the apex of the rv and lv. Based on the information received, the cause of the reported effusion could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported intervention is case-specific circumstance as pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.